Event description:
According to the reporter, preoperatively, during charging, handle was not loading with charger and charger was in red light bay. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted during the analysis, the handle was opened up and the battery was found to be vented. It was reported that the power pack was not adequately charged. The reported issue was confirmed. The most likely root cause was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.